Manufacturer narrative:
Analysis was able to confirm the customer comment that the (a) atrial and (v) ventricular connectors were broken. It was further reported that the lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the (a) atrial and (v) ventricular connectors on the external pulse generator (epg) were broken. The epg was returned for repair. No patient complications have been reported as a result of this event.